Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: in (B)(6) 2011, the product was used on the patient's back. The surgeon used 4 ccs of the product and post-operatively, the patient allegedly experienced paralysis.